Manufacturer narrative:
Approximate age of device ¿ 2 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had persistent elevated lactate dehydrogenase (ldh) levels in the 800-900 u/l range. The patient was treated with a heparin infusion for a week without any improvement. The patient¿s inr level remained in range. The patient underwent a pump exchange on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a photo submitted for evaluation confirmed the presence of thrombus in the inlet stator. The thrombus appeared to have adhered to the inlet bearings. Due to the device not being returned, the pictured thrombus could not be evaluated. However, although a specific cause for the development of the thrombus and the duration of its presence within the pump could not be conclusively determined, it could have contributed to the report of elevated ldh. The heartmate 2 (hmii) instruction for use (IFU) lists device thrombosis and hemolysis as adverse events that may be associated with the use of the hmii lvas. The IFU addresses indications of device thrombosis and how to respond to such events, as well as recommended anticoagulation therapy and inr range with the use of the hmii lvas. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.